Event description:
It was reported that there was a double beep no cassette. No patient injury was reported.

Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition; the tamper seal was all intact. There was evidence of the reported error in the event history log. The reported problem was duplicated during the investigation and functional testing. The device was found to be double beeping without a cassette attached. White dried powder was found on the downstream occlusion sensor by the chassis base which possibly caused the issue; the cause of the reported issue was due to contamination of dried medicine on the occlusion sensors. Both the downstream occlusion sensor and upstream sensor were replaced as corrective action. The root cause was traced to user interface. The product is beyond 5 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: correction: d4: model number: 6400. Correction: h4: mfg. Date. 20-nov-2017.